Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was in an operation done to their foot area vessels. At some point in the operation, the patient experienced asystole for approximately one minute and had to be resuscitated. Reportedly, there was no cauterization being used during the time the patient experienced asystole. The device was also not programmed to electrocautery protection mode. The cause of the patient asystole is not known at this time and further review of the device data was requested to technical services (ts). Upon ts review of the device data, it was discussed that the crt-p appears to be unaffected by the procedure that was performed and any events from january cannot be seen if they were overwritten. Patient monitoring was recommended. The crt-p remains in service. No adverse patient effects were reported.